Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to hear the low power alerts and shutdown alarm and the pump subsequently shut off due to normal battery depletion. The customer's blood glucose level was 360 mg/dl. The customer confirmed that the pump volume was set to "high", however the contact maintained that the speaker was not loud enough.